Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6. The customer contacted olympus technical assistance support (tac) via phone. The customer was asked to reseat the cabling, and it was found that sdi cable was not plugged adequately, customer proceeded to connect correctly. The customer informed tac of the event. The device was not returned to olympus for evaluation. Therefore, the reported failure was not confirmed and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image on the monitor. The issue was found during a service / maintenance. There was no patient involvement.